Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint is reported as: "(B)(6) 2019, (B)(6) hospital, ICU dept, head nurse found the noisy sound from patient throat during using breathing machine; checked the cuff pressure is 20ml water column, inflated into 30 ml water column, but 10 minutes later, noisy sound occur again, the cuff pressure deflated into 23ml. Doctor replaced new one to complete the treatment. It should be cuff leakage. Patient is fine now.". No patient injury reported.